Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain-constant-severe"), device dislocation ("migration of essure device location of device: right cornu area of uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone essure confirmation test". The patient's medical history included multigravida, parity 3 (birth dates: (B)(6) 2001, (B)(6) 2009; (B)(6) 2009), blood pressure high, joint dislocation (hip bone dislocated with movement during pregnancy), food allergy (crab, monosodium glutamate) and abdominal operation. Nonsmoker. No drug use. Concurrent conditions included morbid obesity. Concomitant products included sertraline hydrochloride (zoloft) from 2005 to 2006 for anxiety and depression as well as hydrocodone from 2011 to 2014 and ibuprofen from 2011 to 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdomen pain/pain-constant-severe"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced adenomyosis ("uterine adenomyosis"), 5 years 4 months after insertion of essure. The patient was treated with surgery (laparotomy and supracervical hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had not resolved, the device dislocation, vaginal haemorrhage, menorrhagia and adenomyosis outcome was unknown, the genital haemorrhage, female sexual dysfunction and dyspareunia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, adenomyosis, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010, per operative note at insertion: two to three coils were visualized outside the left external tubal ostia. At this point in time, the procedure was terminated. Excellent hemostasis was noted. Discrepancy noted in essure removal date as per (B)(6) 2018 fu it is reported as (B)(6) 2011 (supracervical hysterectomy (uterus only)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2014: right kidney 13 mm simple cyst. Otherwise, the liver, spleen, pancreas, adrenals, kidneys, bladder and visualized loops of bowel are unremarkable. No renal or ureteral calculi are identified. No evidence of hydronephrosis or bowel obstruction. No right lower quadrant inflammation identified to suggest appendicitis. No intra abdominal or intrapelvic mass, adenopathy or free fluid is present. No intraperitoneal free air identified. Impression: no significant abnormality.. Pathology test - on (B)(6) 2014: a metal wire was found in the right cornu. Received specimen "uterus" is a 67 gram, 6.0 x 5.0 x 4.0cm supracervically amputated uterus. The uterus has a smooth mucosa with focal clamp marks at the fundus. The uterine corpus is bivalved. The uterus is bivalve to have an unremarkable endometrium. The endometrium averages 0.3 cm. The myometrium is moderately to coarsely trabeculated. There is a silver metal, coiled ligation wire in the right uterine horn. No ill-defined or well-circumscribed myometrial nodularity is identified. The myometrium averages 1.8 cm. Representative sections are sampled as labeled: 1- perpendicular sections in region of amputated cervix.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record: uterine adenomyosis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received. New event added: she didn¿t undergone essure confirmation test. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain-constant-severe"), device dislocation ("migration of essure device location of device: right cornu area of uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (birth dates: (B)(6) 2001, (B)(6) 2009; (B)(6) 2009), blood pressure high, joint dislocation (hip bone dislocated with movement during pregnancy), food allergy (crab, monosodium glutamate) and abdominal operation. Nonsmoker. No drug use. Concurrent conditions included morbid obesity. Concomitant products included sertraline (zoloft) from 2005 to 2006 for anxiety and depression as well as hydrocodone from 2011 to 2014 and ibuprofen from 2011 to 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdomen pain/pain-constant-severe"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2016, 5 years 4 months after insertion of essure, the patient experienced adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (laparotomy and supracervical hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had not resolved, the device dislocation, vaginal haemorrhage, menorrhagia and adenomyosis outcome was unknown, the genital haemorrhage, female sexual dysfunction and dyspareunia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, adenomyosis, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010, per operative note at insertion: two to three coils were visualized outside the left external tubal ostia. At this point in time, the procedure was terminated. Excellent hemostasis was noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. On (B)(6)2014, surgical pathology report, a metal wire was found in the right cornu. Received specimen "uterus" is a 67 gram, 6.0 x 5.0 x 4.0cm supracervically amputated uterus. The uterus has a smooth mucosa with focal clamp marks at the fundus. The uterine corpus is bivalved. The uterus is bivalve to have an unremarkable endometrium. The endometrium averages 0.3 cm. The myometrium is moderately to coarsely trabeculated. There is a silver metal, coiled ligation wire in the right uterine horn. No ill-defined or well-circumscribed myometrial nodularity is identified. The myometrium averages 1.8 cm. Representative sections are sampled as labeled: 1- perpendicular sections in region of amputated cervix. On (B)(6)2014, CT abdomen/pelvis with contrast revealed right kidney 13 mm simple cyst. Otherwise, the liver, spleen, pancreas, adrenals, kidneys, bladder and visualized loops of bowel are unremarkable. No renal or ureteral calculi are identified. No evidence of hydronephrosis or bowel obstruction. No right lower quadrant inflammation identified to suggest appendicitis. No intra abdominal or intrapelvic mass, adenopathy or free fluid is present. No intraperitoneal free air identified. Impression: no significant abnormality. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record: uterine adenomyosis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain-constant-severe"), device dislocation ("migration of essure device location of device: right cornu area of uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (birth dates: (B)(6) 2001, (B)(6) 2009; (B)(6) 2009), blood pressure high, joint dislocation (hip bone dislocated with movement during pregnancy), food allergy (crab, monosodium glutamate) and abdominal operation. Nonsmoker. No drug use. Concurrent conditions included morbid obesity. Concomitant products included sertraline (zoloft) from 2005 to 2006 for anxiety and depression as well as hydrocodone from 2011 to 2014 and ibuprofen from 2011 to 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In november 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdomen pain/pain-constant-severe"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 5 years 4 months after insertion of essure, the patient experienced adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (laparotomy and supracervical hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had not resolved, the device dislocation, vaginal haemorrhage, menorrhagia and adenomyosis outcome was unknown, the genital haemorrhage, female sexual dysfunction and dyspareunia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, adenomyosis, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on 18-nov-2010, per operative note at insertion: two to three coils were visualized outside the left external tubal ostia. At this point in time, the procedure was terminated. Excellent hemostasis was noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. On (B)(6) 2014, surgical pathology report, a metal wire was found in the right cornu. Received specimen "uterus" is a 67 gram, 6.0 x 5.0 x 4.0cm supracervically amputated uterus. The uterus has a smooth mucosa with focal clamp marks at the fundus. The uterine corpus is bivalved. The uterus is bivalve to have an unremarkable endometrium. The endometrium averages 0.3 cm. The myometrium is moderately to coarsely trabeculated. There is a silver metal, coiled ligation wire in the right uterine horn. No ill-defined or well-circumscribed myometrial nodularity is identified. The myometrium averages 1.8 cm. Representative sections are sampled as labeled: 1- perpendicular sections in region of amputated cervix. On (B)(6) 2014, CT abdomen/pelvis with contrast revealed right kidney 13 mm simple cyst. Otherwise, the liver, spleen, pancreas, adrenals, kidneys, bladder and visualized loops of bowel are unremarkable. No renal or ureteral calculi are identified. No evidence of hydronephrosis or bowel obstruction. No right lower quadrant inflammation identified to suggest appendicitis. No intra abdominal or intrapelvic mass, adenopathy or free fluid is present. No intraperitoneal free air identified. Impression: no significant abnormality. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record: uterine adenomyosis." Most recent follow-up information incorporated above includes: on 21-feb-2018: this case is medically confirmed. Reporter information was updated. This case concerns 31 year old patient. Her historical condition was added. Essure lot number was added. Essure indication was amended. Concomitant medications were added. Abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migration of essure device location of device: right cornu area of uterus, dysmenorrhea (cramping), pain, uterine adenomyosis, dyspareunia (painful sexual intercourse) and abdomen and pelvic areapain-constant-severe. Event: pain, dysmenorrhea (constant pain had stopped, but still had random pain sometimes following hysterectomy) and recovered form abnormal bleeding and apareunia, dyspaurenia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy on or about (B)(6) 2014). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.